Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02232 and 02233) submitted for devices related to the same event.

Manufacturer narrative:
Codes are for the driveline, an item that remains implanted. An action investigation related to this is issue is being conducted by the manufacturer. Log file analysis review date: 08/19/2015; log dates through (B)(6) 2015: normal power consumption with intermittent suction. Additional notes: 2 electrical fault alarms have been logged (B)(6) 2015 this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02232 and 3007042319-2015-02233) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator, that the "patient contacted site this morning ((B)(6) 2015) to notify them of two electrical fault alarms". Patient was seen by vad coordinator which "inspected external driveline, and there is no visible damage". The driveline cover was removed briefly, and driveline connection was intact and found to be clear and revealed no visible evidence of contamination." "Log files were sent to manufacturer." "As per manufacturer representative there were 2 electrical faults noted." Manufacturer representative advised site they would be there on the following day ((B)(6) 2015) for driveline cleaning." Site was "instructed that if patient continues to report additional electrical fault alarms, they may want to admit to silence the alarms until cleaning can occur." It was also noted that the patient was "currently asymptomatic and stable." On (B)(6) 2015 the manufacturer representative performed a driveline cleaning procedure. It was stated that there were "two rounds of cleaning conducted, approximately 60 seconds each for a total of 120 second." "Site elected to do cleaning procedure in an outpatient room." "Patient was not medically prepped, however patient tolerated both pump off times very well." "Inspection of the controller pins showed gelatinous material around the female pins, and was therefore exchanged." The "driveline cleaning and controller exchange occurred without incident." "Patient reported no adverse effect during the brief pump stop." No additional information provided. Investigation is ongoing. This is report 1 of 2.